Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2019-13267. Related manufacturer reference number: 2017865-2019-13370. It was reported that the patient developed a systemic infection. Transesophageal echocardiography revealed vegetation on tricuspid valve and device lead. The device and both the right atrial and right ventricular leads were explanted. Upon extraction, it was noted that the connector pins on both the leads were bent. The patient was in stable condition.